Event description:
Additional information received from the patient in response to follow-up reported that it was unknown what led to the event. It was mentioned that it had been adjusted and the doctor reported that 50% relief was as good as expected. The patient had an appointment on (B)(6) 2015 for the back pain after removal. It was reported that the paddles were left in and the patient's system was working well without the stimulator in, noted to be better than 50%. Additional information received from the patient in response to follow-up reported that it just hadn't been working anymore or doing what it was supposed to. It was noted that the patient had back disease. Tylenol, physical therapy, and maybe an epidural were noted as actions to address the back pain. The patient would maybe need surgery but was noted to be a long way from doing that. The patient had not had any back problems prior to having it removed.

Manufacturer narrative:
Product ID 3889-28, lot# v796134, implanted: 2011 (B)(6), explanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
The patient reported that she had the implantable neurostimulator removed on (B)(6) 2015 because, the therapy was not working for her. The patient reported that the therapy was not effective after the first year of implant beginning in (B)(6) 2012. She was getting 50% symptom relief after the first year. The patient also noted, she has had back pain since the device was explanted. The patient's indication for use is urinary dysfunction/sacral nerve stimulation. Follow up has been attempted to obtain additional information about the cause of the loss of therapy and outcome of the back pain. If additional information is received, a supplemental report will be filed.